Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765, implantable tachy lead, (B)(6) 2010; d224trk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2010; 419488, implantable pacing lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and noise. The rv lead was explanted and replaced. During the procedure the physician noticed insulation abrasion on the right atrial (ra) lead. The physician explanted and replaced the ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed. The analyst noted melted filars at 11cm, explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.